Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. The fse replaced the condensate removal module and the purge valve assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6)

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed and displayed "leak in iab circuit ". The customer swapped out the iabp with another unit with no problems. No patient harm, serious injury or adverse event was reported.